Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A field service engineer updated the pyxis boot-up process and tested it to verify that the station was booting up to the application and not the bios login. Everything worked fine after the update and the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es would restart during power surges, leading to a password screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.